Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted. During a follow-up visit, the patient presented with symptoms of cardiac insufficiency and an echo demonstrated aortic insufficiency with a central jet in the bioprosthesis. On (B)(6) 2018, the valve was explanted and another 23mm biocor valve was implanted. The patient's condition improved and is reported to be stable.

Manufacturer narrative:
The reported event of cardiac insufficiency with a central jet in the bioprosthesis could not be confirmed. The results of this investigation conclude that the 23 mm biocor stented porcine valve met abbott specifications with no functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.